Event description:
Per operative report: a tee showed decreased immobility of one of the leaflets. Intra-op the valve was noted to be thickly immersed in pannus (calcium-like). No signs of pv leak. Tissue infiltrated the inferior portion of the valve. The same fibrous tissue also covered the annulus. The valve was explanted with some difficulty due to the thickened tissue. The pt was removed from bypass and the pt's blood pressure decreased and pt was again placed on bypass. An intra-aortic balloon pump was placed. The pt then experienced coagulopathy. The pt was semi-closed and left the or. The pt expired that day.